Manufacturer narrative:
Per the reported event, it was not confirmed that a fluoroscopy of the disc position before collagen deployment was obtained.. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. The patient was moved to recovery, but complained of pain in the right leg and it was determined that the leg had a diminished pulse. The leg was accessed and a stent was placed to restore flow to the leg. No further complications were noted and patient recovered from the procedure. It should be noted that the staff could not recall if fluoroscopy was used to verify the disc was in proper position before the collagen was deployed. In addition, it is unknown whether the obstruction was the collagen plug or a clot as the surgery was performed percutaneously.